Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 448 mg/dl. The customer was treated with manual injection. Customer sated that auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.